Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device except the one complaint which prompted the filing of this MDR. Device return requested.for evaluation.

Event description:
On (B)(6). 2023, infutronix received a report had a system error, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was received on 1/29/2024 and tested on 2/1/2024. Pump's complaint states, "pt had a system error. We powered the unit off, clamped the line, and I explained how the pump could not be used any longer. I told him to call the anesthesia team to see about replacement. He understood". The analysis of the returned device is complete. The results are below: this complaint was reviewed, and the return product evaluated and determined to be included in CAPA #it2022-14. The pump's event log was pulled and reviewed, highlighting several system error alarm codes. The system error alerts are seen by the code "e02" with the subcode "44" meaning that the error message came from "motor open" and "motor delay issue": "event 39: log_event_data time: 165:10:54 type: current_infusion_data data_log_end eventbytes: 0b 10 54 02 40 01 00 b2 event 40: log_event_run time: 165:10:54 rate: 1500ml/hr reason: log_run_cause_prog_run eventbytes: 03 10 54 05 dc 00 01 49 event 41: log_event_stop time: 165:11:24 vinf: 4 stop reason: log_stop_cause_e02 eventbytes: 04 11 24 00 00 04 21 5e event 42: log_event_alarm time: 165:11:28 alarm code: 02 sub code: 44 alarm status: log_alarm_cause_ack_alarm eventbytes: 05 11 28 02 44 00 31 b5 event 43: log_event_alarm time: 165:11:33 alarm code: 02 sub code: 44 alarm status: log_alarm_cause_exit_to_prog eventbytes: 05 11 33 02 44 00 32 c1 event 44: log_event_run time: 165:12:49 rate: 1500ml/hr reason: log_run_cause_prog_run eventbytes: 03 12 49 05 dc 00 01 40 event 45: log_event_stop time: 165:13:09 vinf: 4 stop reason: log_stop_cause_e02 eventbytes: 04 13 09 00 00 04 21 45 event 46: log_event_alarm time: 165:13:14 alarm code: 02 sub code: 44 alarm status: log_alarm_cause_ack_alarm eventbytes: 05 13 14 02 44 00 31 a3 event 47: log_event_alarm time: 165:13:36 alarm code: 02 sub code: 44 alarm status: log_alarm_cause_exit_to_prog eventbytes: 05 13 36 02 44 00 32 c6 " the pump's event log will be attached to the complaint. The pump will be further investigated underneath the CAPA.